Manufacturer narrative:
Additional/updated information was added to reflect the motor being returned to the manufacturer for evaluation, however subsequent testing could not verify the complaint. The issue was not able to be duplicated, as the motor passed functionality testing. However, it was not setup to test under load. The underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation.

Event description:
The arms of the lift will not go down all the way. The lift is still in use by the consumer.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The arms of the lift will not go down all the way. The lift is still in use by the consumer.